Event description:
Complainant reported a misadministration involving the 40mm source train. During the treatment, the doctor noticed movement of the distal marker that could possibly result in source movement. At that time, the doctor decided to remove the entire beta-cath system from the pt and placed in the bail out box at 2 minutes and 24 seconds into the treatment. The pt was surveyed immediately and no adverse event was reported. This resulted in a delivered dose of -29% from the prescribed dose value.